Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as intractable spasticity. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The patient was experiencing tightness in their legs, pruritus, and a rash near the pump site. The event date was ((B)(6) 2016, this week) for the tightness in the legs and pruritus. The reported rash event date was also (B)(6) 2016 (specific date not provided). They did a culture for the rash and there was no bacteria growth. They did a 100 mcg therapeutic single bolus dose over two minutes with no patient response. There had not been any reservoir volume discrepancies. On (B)(6) 2016, a catheter dye study was to be performed. Additional information was received on (B)(6) 2016 from the rep indicated the catheter access port (cap) dye study procedure was done and was found to be negative and the (total catheter volume) tcv was re-primed. Drug information, other medications the patient was taking at the time of the event, medical history, other troubleshooting performed, actions/interventions taken to resolve the event, the cause of the event, and patient outcome were not reported. Information omitted pertaining to (B)(4)- difficulty aspirating. Additional information received on 2016-dec-19 from a healthcare professional reported patient was taking several medications when in the intensive care unit. It was stated patient was admitted to the hospital with concerns of hyponia. Patient was found to be septic secondary to bowel rupture. It was noted concern was felt not to be pump related. Pump pocket aspiration was negative and adjustments were made. It was noted the patient's rash near pump site, pruritus, and tightness in the patient's legs was found to be bowel related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.